Event description:
The dealer states that the lever drive system lever is damaged. The dealer is not sure which lever in the system is jammed.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.